Event description:
It was reported, the pt experienced a loss of therapeutic effect following a fall. It was stated, the pt's device will still showed normal , the pt's health care provider was going to x-ray the device area. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4)